Event description:
Same case as MFR report #: 2134265-2009-04751. It was reported that during a percutaneous coronary intervention treatment procedure, two balloons ruptured. The scheduled procedure treated the 100% stenosed target lesion located in the right subclavian vein. No pre dilatation was performed. The 6.0 x 40/135 sterling balloon was advanced through a unspecified 6fr introducer sheath to the target lesion and was inflated, however, the stenosis would not open. The balloon pressure was increased to 20 atmosphere's (atm's), and the balloon was inflated four times for 15 seconds each inflation. Upon the fourth inflation the balloon burst. The balloon was removed in tact. Then a 6.0 x 30/135 sterling balloon was advanced to the target lesion and again was inflated four times at 20 atm's. Upon the fourth inflation again, the balloon burst. The balloon was removed in tact. The procedure was aborted. There were no patient complications and the patient's condition was listed as "ok".

Manufacturer narrative:
Pt in their 30's. As the unit has not been returned, a technical analysis could not be performed. The manufacturing records were reviewed and no issues or discrepancies were found and met all specifications. The most probable root cause is considered user error, because the balloon was inflated above rated burst pressure. (B)(4).